Event description:
The device was received for service. During service testing, the device failed the accuracy test for infusion (channel b). Info was not provided regarding whether or not the event occurred during pt use. According to the facility rep, there was no pt injury or medical intervention reported. No add'l contacts or info was provided.

Manufacturer narrative:
The device eval was completed and the inaccurate condition of the pump head module (phm), channel b was confirmed (inaccurate infusion). A new pump head module, channel b was installed and the device returned to service. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA (B)(4).